Event description:
It was reported that the catheter balloon was found to be deflated.

Manufacturer narrative:
The reported event was unconfirmed. An amber irrigation lubricath catheter was returned. The catheter was inflated with 80 ccs of water using a 10 cc leur lock syringe. The catheter inflated with no issues. The catheter was allowed to sit for 5 minutes to check for leaks and none were found. The balloon was passively deflated with no issues. The catheter balloon length and diameter was measured. The balloon length measured: 1.8810" (smallest side)-1.9810" (largest side). All measurements were in specifications. The balloon was re-inflated after deflation to check the balloon diameter, which measured 2.0810". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.¿

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was found to be deflated.